Manufacturer narrative:
(B)(4). The actual date of the event is unknown. A batch review was performed for the potential associated lot numbers r13b26014, r12l06025, r12l06033, r12c26138, r12d28025, and no deviations were found. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. The visual inspection and photographic inspection identified that the male luer had broken off inside of the non-baxter valve. However, the cause of the reported condition could not be determined.

Event description:
It was reported that a continu-flo solution set had a broken luer tip that broke off inside of a valve, which occurred while a nurse was attempting to disconnect the line from the patient after infusion. There was no patient injury or adverse event associated with this report. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.